Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the attempt to implant the right ventricular lead, the lead exhibited high capture threshold. The high capture threshold persisted after repeated repositioning. The lead was then removed and replaced successfully. The patient's condition was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found the complete lead was returned in one piece. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.